Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6). The patient reported that the tubing was not connected to cannula. In the investigation it was found that the glue was missing from the tubing connector. No further information available.